Manufacturer narrative:
The device has been disposed of by the facility.

Event description:
It was reported that during a surgical procedure the metal cap came off. There is no information regarding how the procedure was completed. There was no patient injury information reported due to this event.